Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, it was reported that the bipolar hip prosthesis disengaged after patient had a fall. A revision surgery was performed. No clinical documentation has been provided. Beyond the revision no additional patient impact is known. No further clinical investigation is warranted at this time based on the limited information provided. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the bipolar hip prosthesis disengaged after patient had a fall. A revision surgery was performed. The tandem bipolar and the femoral head were removed.